Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient was unwilling to answer many questions from the cca and did not wish to be contacted by medical surveillance for follow up questions. The patient reported obtaining blood glucose reading of 32.0, 31.0 and 29.0mmol/l on the subject meter and alleged that these readings were inaccurately high compared to their feelings and/or normal readings. The patient was unwilling to provide details of their diabetes management regimen; however, they reported changing their usual medication in response to the alleged readings. The patient may have developed symptoms but they did not provide any specific details. The patient reported ¿being rushed to hospital¿. The patient reported receiving treatment but they did not provide any specific details. The patient reported obtaining a blood glucose reading of 32.6mmol/l on the subject meter at 21:00 and obtained a reading of 23.0mmol/l on the hospital laboratory device at 21:05. Based on statistical methodology these readings exceed lifescan¿s criteria for accuracy. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient may have developed signs and/or symptoms suggestive of a serious injury adverse event after the alleged issue began.